Event description:
During verification testing at the service ctr, it was noted that channel 3 of the device door roller was missing and the door roller pin was broken.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.